Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial lead dislodged. The atrial lead was explanted and replaced. There were no patient consequences.